Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced an st segment elevation near the end of the procedure. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. Near the end of the procedure following removal of the catheter from the heart an st segment elevation was observed on inferior leads ii, iii, and avf. A non-boston scientific intracardiac echocardiography (ice) catheter and a different coronary sinus (cs) catheter were in the cs at the time, and the faradrive sheath was in the inferior vena cava (ivc) at the time. The patient was transferred to a different hospital for cardiac catheterization, which was negative. The patient fully recovered and was discharged from the hospital.